Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump remained within validated operating altitude range, with speaker holes on back of pump obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without alarm recurrence, and pump resumed normal operation after customer received tips from technical support for preventing altitude alarms.